Event description:
Procedure type: urological/gynecological. According to the reporter: pt underwent surgery on or about (B)(6) 2007 for treatment of symptomatic uterine prolapse, symptomatic cystocele, stress urinary incontinence, and pelvic pain. The pt experienced pain and injury. She subsequently developed pain, pressure in the pelvic area, and found to have a 6mm avaulta erosion midline at the level of the bladder neck and underwent surgical excision of eroded avaulta mesh on (B)(6) 2011. She developed further erosion on both sides of her vaginal wall, hardening, chronic pain and worsening dyspareunia, recurrent incontinence, and will require add'l corrective surgery in the spring or summer of 2012.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "avaulta anterior".